Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 90% stenosed lesion was located at a bifurcation of the moderately tortuous and moderately calcified left anterior descending artery (lad) and diagonal artery (dx). The vessel diameter was 2.25-2.5mm and the length of the lesion was 45mm. A 1.5x12mm apex flex balloon, a 1.5x20mm apex push, and a 2.0x20mm apex balloon were used to predilate the lesion. Post predilation, the lesion was still 80% stenosed. A 2.5x28mm promus drug eluting stent and a 2.25x16mm taxus liberte' drug eluting stent were implanted. The stents were post dilated with 2.5x20mm non-bsc balloon and a 2.25x8mm quantum maverick balloon. No pt complications occurred. Four days later, the pt experienced severe chest pain. The pt had positive troponins, EKG changes with st elevation and an mi. The pt also suffered from an undiagnosed fever. Angiography revealed that the stents were completely occluded. Despite several attempts, the physician was unable to pass a wire through the lesion. The physician opted to treat the pt medically. No further pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.